Manufacturer narrative:
Patient age at the time of event is unknown/ not provided. Patient weight is unknown/ not provided. Device lot number unknown/ not provided. Device not returned to manufacturer.

Event description:
It was reported that the patient presented with a fractured retaining screw (unihg). Doctor was able to resolve the fracture screw with a replacement of retaining screw.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw fracture. Alleged event was non-verifiable without return of the product. The following sections have been updated: b4: the date of this report. D3: manufacturer. G1-g2: contact office - name/address / office contact - manufacturing site. G4: date received by manufacturer. G7: type of report. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: evaluation code. H10: additional narratives/data.